Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient reported that he went without any insulin for a long period of time and that on (B)(6) 2016 he activated a new pod and his blood glucose reached over 400 mg/dl. He was not able to lower his bg level so his spouse took him to the hospital where he was admitted with diabetic ketoacidosis. They placed him on an insulin drip. The pod was worn between 4 and 24 hours. He was released from the hospital on the evening of (B)(6) 2016.